Event description:
Edwards received information that this 21mm bioprosthetic aortic valve, implanted twelve (12) years, ten (10) months was failing due to calcification. Patient underwent valve in valve intervention and was reported to be in stable condition post procedure.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm calcification. Edwards will continue to review and monitor all events. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.